Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding other patient's implantable neurostimulator (ins). Patient said a few patients came to them about issues. They said they don't work in many cases, lead to complication, and they don't recommend this. No patient symptoms and no further complications have been reported as a result of this event.